Event description:
Revision surgery - due to the patient dislocating, a thicker poly liner needed to be replaced to prevent continuous subluxation. No component defects were detected.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 4.1 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 93rd complaint for this part (1 fit, 1 locking mechanism, 1 contaminants in blister pack, 1 broke/cracked/damaged, 1 surface finish, 1 revision surgery, 1 device failed, 40 dislocation, 3 pain, 24 infection, 5 trauma, 10 stability/poor joint, 2 malposition, 1 dissociation, 1 other), first for this lot. The root cause for the dislocation was reported as instability. There is no information reported that showed a material, design, or manufacturing problem with the product.